Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received occlusion alarms for the past week. The customer's blood glucose (bg) level was reported to be 200 mg/dl. Reportedly, the customer would change out the infusion set site when the occlusion alarms would occurred. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. In addition, the customer reported that after the occlusion alarms the pump battery gauge increased from 5% battery life to 70%. The customer was instructed to upload pump data. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided